Manufacturer narrative:
Pt info: unk. Date of event: unk. Implant date: unk. Explant date: unk. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted and removed a 13.2mm vicmo13.2 implantable collamer lens, -14.50 diopter. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Claim# (B)(4).